Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was undergoing percutaneous coronary intervention (pci) when a dissection occurred in the left anterior descending artery (lad). An attempt was made to place the pump via the right femoral approach after angiography showed calcification but adequate vessel size for delivery. The pump was inserted through a short 14f peel-away sheath but could not cross the iliac artery. The patient was stabilized, and the pump insertion was aborted. Percutaneous coronary intervention (pci) was completed successfully, and the patient did well.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had calcification and difficult anatomy preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E3 revised initial reporter occupation as it was entered incorrectly on the initial report that was submitted.